Manufacturer narrative:
It was reported this tissue expander leakage was discovered on (B)(6) 2015. Upon receipt of the return tissue expander to pmt, an investigation into the cause of the leak was conducted. The tissue expander was visually inspected and a leak was detected from this tissue expander silicone shell near the junction of the tubing's strain relief. This leak was then placed under magnification for further investigation. While under magnification, the silicone shell edge appeared to be jagged, indicating the shell had been torn away from the port assembly by excessive tensile force. This port junction design has tensile tested and validated to withstand nearly four times the minimum tensile force required for tubing junctions as required by the astm standard for tissue expanders. Based on initial implantation date given of (B)(6) 2010/5 and an explant date of (B)(6) 2015, this tissue expander was likely implanted for twice as long as indicated on the instruction manual. Pmt integra tissue and breast expanders are indicated for up to 90 days of implantation. The six month duration of implantation is considered off label use.

Event description:
The expander removed was leaking in the exact same area as the one that was removed on the right back in (B)(6) 2015. The pmt report of inspection of the previous expander was the tubing "appeared to have been partially sliced by a sharp object". Dr. (B)(6) is confident that, if the tubing was partially sliced by a sharp object, it did not happen within his operative field. Leaking at junction of remote port tubing and expander discovered on the morning of (B)(6) and patient had to have the other expander replaced due to the same issue back in (B)(6) 2015.